Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy when navigating the frontal balloon in the frontal sinuses. The tip showed that it was in bone when it was not in bone. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement device shipped to site. No parts have been received by manufacturer for analysis. (B)(4) 2015 a medtronic representative, following-up at the site, reported he frontal balloon tip was showing in the frontal beak of the bone.

Manufacturer narrative:
When the frontal nuvent balloon was in, the crosshairs appeared to be about 3mm into the frontal beak (bone). Balloon was discarded at site during surgery. Unable to determine root cause with the information available.

Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly.